Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel circuit board and the 5 volt power supply. The system operates as intended.